Manufacturer narrative:
(B)(4). Report source: (B)(6). This follow-up report is being submitted to relay additional information. Without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision surgery due to bearing fracture.